Manufacturer narrative:
A beckman coulter (bec) customer technical support will send a new rt12 rotor to the customer as a replacement. The customer installed a backup rt12 rotor which resolved the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the rt12 rotor had broken apart inside the ssvt-1 centrifuge unit. The safety shield was in use at the time of the event. The lid was completely closed when the r12 rotor broke apart, and no parts escaped from the centrifuge unit. There is no report of injury to the operator or exposure due to this event.